Manufacturer narrative:
Updated: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A search of the medtronic global complaint handling database with the provided device serial number found a previous (non-literature) complaint record for these observations. Please reference MDR number 2025587-2022-03411 for further information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: patel j, weissman g, rogers t, waksman r, satler lf, ben-dor I. A word of caution regarding postdilatation of self-expanding valves for paravalvular leak. Jacc cardiovasc interv. 2024;17(5):696-698. Doi:10.1016/j.jcin.2023.11.037 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a 29 mm medtronic evolut fx valve. After valve deployment, paravalvular aortic regurgitation (ar) was noted, so a balloon valvuloplasty was performed using a 26 mm balloon. Post-procedural transthoracic echocardiography showed trace paravalvular and mild transvalvular ar, respectively. One month after tavr, the patient developed worsening dyspnea on exertion. Transesophageal echocardiography revealed mild paravalvular ar and new severe transvalvular ar (central aortic insufficiency). Repeat computed tomography showed no evidence of bioprosthetic valve thrombosis, vegetation, leaflet tear, or thickening. Consequently, redo tavr was performed, and a 26 mm non-medtronic valve (sapien 3 ultra) was successfully implanted valve-in-valve in the evolut fx. At 30-day follow-up, transthoracic echocardiography confirmed elimination of the transvalvular ar. The authors concluded, ¿given that the known waist diameter of the 29 mm evolut fx valve is 23 mm, post-deployment valvuloplasty with the 26 mm balloon likely caused damage to the bioprosthetic leaflets.¿ no further information pertaining to medtronic products was noted.